Event description:
As reported when the physician was in process of implanting the epicardial lead, the physician inadvertently snipped the pericardium and caused a ventricular tachycardia which then led to the patients device to not deliver a shock when required.